Manufacturer narrative:
The monopolar curved scissors (mcs) instrument was analyzed, and failure analysis could not replicate or confirm the reported recognition issue. Due to severe damage to the instrument, functional testing on the in-house system could not be performed. Log review identified multiple 22020 engagement errors associated with one or both monopolar curved scissors instruments. Engagement logs were unavailable for further review. Additionally, the proximal clevis was found dislodged from the tube extension and was missing upon receipt. The dislodged proximal clevis and all attached distal components were not returned for evaluation. The missing distal tip portion measured approximately 35.0 mm x 8.0 mm. The conductor wire within the tube extension was found broken, and the instrument failed the electrical continuity test. No signs of thermal damage were observed. Lastly, the grip and pitch cables were found broken at the distal end of the instrument. Due to the extent of the damage and missing material, the exact size of the missing components could not be determined.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system initially failed to recognize the monopolar curved scissors (mcs) when inserting it and the head of the instrument was loose. During the subsequent unpinning of the tip cover accessory, the mcs tip also broke off. The procedure was completed with no reported injury.